Event description:
The patient had two zephyr valves placed in her right middle lobe (rml) during a bronchoscopic lung volume reduction procedure on (B)(6) 2022. Following sizing of the medial segment of the rml, the 4.0 endobronchial delivery catheter (edc) was reinserted to place the first valve. While deploying that first valve, it was noted that one long sizing wing of the edc had become detached. Following removal of the edc from the bronchoscope, the detached sizing wing was removed with forceps. As the physician had not yet finished sizing the lateral airway and completed the procedure, an additional edc was opened to complete the procedure. The patient tolerated the procedure without further incident or complication.